Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during unpacking of the device, it was noted that the catheter was damaged. The nature of the damage was not provided. No damage was noted to the packaging of the device. The procedure was completed with another autotome rx sphincterotome. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be "stable." Attempts to obtain additional information regarding the nature of the damage to the device have been unsuccessful to date. Based on the ambiguity of the alleged malfunction, the most conservative interpretation of the damage will be reflected. Therefore, this event has been deemed reportable. If further relevant information is received, a supplemental medwatch will be submitted. Additional information received since (B)(6), 2011. According to the complainant, the physician "has objections towards the catheter. In his opinion the catheter was deformed/twisted. So that he did not decide to use it in the procedure." This event will remain reportable as further clarification to how the catheter was "deformed" was unable to be obtained. If further relevant information is received, a supplemental medwatch will be submitted.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during unpacking of the device, it was noted that the catheter was damaged. The nature of the damage was not provided. No damage was noted to the packaging of the device. The procedure was completed with another autotome rx sphincterotome. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be "stable." Attempts to obtain additional information regarding the nature of the damage to the device have been unsuccessful to date. Based on the ambiguity of the alleged malfunction, the most conservative interpretation of the damage will be reflected. Therefore, this event has been deemed reportable. If further relevant information is received, a supplemental medwatch will be submitted.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during unpacking of the device, it was noted that the catheter was damaged. The nature of the damage was not provided. No damage was noted to the packaging of the device. The procedure was completed with another autotome rx sphincterotome. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be "stable." Attempts to obtain additional information regarding the nature of the damage to the device have been unsuccessful to date. Based on the ambiguity of the alleged malfunction, the most conservative interpretation of the damage will be reflected. Therefore, this event has been deemed reportable. If further relevant information is received, a supplemental medwatch will be submitted. According to the complainant, the physician "has objections towards the catheter. In his opinion the catheter was deformed/twisted. So that he did not decide to use it in the procedure." This event will remain reportable as further clarification to how the catheter was "deformed" was unable to be obtained. If further relevant information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) for the reported issue of catheter defective (damaged). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the entire working length was twisted and presented three areas of crushed extrusion ranging from 2.5 to 4.5cm in length. The forming mandrel was placed inside of the device tip. The tip was found to have some paint scrapped off. A functional evaluation found that the device met the minimum bowing specification. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch number. The investigation concluded that the most probable root cause classification is operational context.